Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with an infection approximately twenty-five days post implant of an implantable cardioverter defibrillator (ICD) system. The patient reported fever and tenderness at the device implant site. An ultrasound revealed possible vegetation growth visible on the right ventricular (rv) lead. The ICD and lead were extracted. No further patient complications have been reported as a result of this event.